Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experiences high blood glucose levels on the second day that the cartridge and tubing are in use. Customer delivers a correction injection or changes cartridge, tubing, and site to stabilize his blood glucose level.